Event description:
This case involves a (B)(6) civil code violation wherein I have been unknowingly and non-consensually implanted by what is identified as a subcutaneous implant. Cdrh identifies this medical device as device classification under section 513 (f)(2) (denovo). The device classification name is implantable radio frequency transponder system. The denovo device number is den04007. The 510 k number is k033440. Device name is verichip health information micro transponder and pocket reader. Requester : (B)(6). Contact (B)(6). Regulation number (B)(4). Classification product code date received 08/04/2004. Decision date 10/12/2004. Decision granted (deng). Classification advisory committee general hospital. Review advisory committee general hospital. The information supplied identifies FDA regulated the rfid. The adverse issue is that multiple devices were implanted during medical vaccinations and not identified properly resulting in extreme electrical burns to my internal organs and a consensual implanting. I have been to the hospital multiple times and can not get the trauma centers and my doctors to acknowledge the implants and it is resulting in severe and chronic health problems for me. I need to be scanned and want these implants removed. There should be a way for you to advise health and human services and your doctors to remove these nonconsensual implants. Given into/under the skin on (B)(6) 2009. Reason for use: non consensually implanted. Falsely identified as a tb test. FDA safety report ID# (B)(4).